Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The display adaptor and cable were replaced and the 12 volt power supply adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system right monitor was blank during a case. The procedure was completed with another system. No pt injury was reported.